Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: rlt231412/13020157 and pxl161407/10035516. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder® aaa endoprosthesis have not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. Adverse events that may occur and/or require intervention include, but are not limited to aneurysm rupture.

Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2016, the aneurysm sac ruptured at distal end of the endoprosthesis graft in the treated segment in right iliac artery. (Pxc141000/13079759, pxl161407/10035516 or rlt231412/13020157, it is unknown which graft was implanted on the right during the (B)(6) 2014 procedure). The physician chose to reintervene on (B)(6) 2016, and exclude the ruptured aneurysm by implanting an additional endoprosthesis in the right external iliac artery. The patient tolerated the procedure.